Manufacturer narrative:
Initial.

Event description:
It was reported that a connector fractured and a piece remained lodged inside the chamber, and the user was unable to remove it despite using an additional connector piece; troubleshooting and education were completed, no alerts or alarms occurred. No reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included troubleshooting guidance with the user. Investigation of this case revealed a mechanical breakage of the connector with obstruction of the chamber consistent with a component failure of the connector assembly. It was concluded, based on previously established findings for similar reports, that the cause was a component failure mechanism of the connector leading to breakage and retention within the chamber.